Event description:
The customer reported via phone call that the insulin pump got damaged and also had high blood glucose. The customer's blood glucose was 347 mg/dl. The customer's current blood glucose was 308 mg/dl. The customer treated with manual injections. The customer stated that the reservoir compartment was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.